Manufacturer narrative:
A user facility reported, "there was no urine output for 6 hours after lasix administration. Noted palpable bladder and bladder scan was done. Foley catheter was changed and 1100ml of urine was drained." Deroyal industries inc., requested return of the device, but it has not yet been received. A supplier corrective action request has been issues to the supplier. This investigation is ongoing and is not complete at this time. No further information is available at this time. We will provide follow- up report when additional information becomes available.

Event description:
A user facility reported, "there was no urine output for 6 hours after lasix administration. Noted palpable bladder and bladder scan was done. Foley catheter was changed and 1100ml of urine was drained."

Manufacturer narrative:
A user facility reported, "there was no urine output for 6 hours after lasix administration. Noted palpable bladder and bladder scan was done. Foley catheter was changed and 1100ml of urine was drained." Deroyal industries inc., requested return of the device and it was received on 10/30/2025 to then be sent to the supplier. Deroyal reviewed the work order and found no issues or discrepancies. An inventory check was performed on 100 each of the finished goods and 100 each of the raw materials and all were found to be within specification and acceptable. A complaint to sales ratio was conducted over the past two years and found to be 0.006%. A supplier corrective action request has been issues to the supplier, (B)(4). Xeridiem reviewed the returned samples from the same lot and conducted functionality testing. 35cc's of water was run withdrawn through the lumen 5 times on each device. Each time the water was successfully extracted and no blockages or obstructions were observed. Device history record for the lot was also reviewed. No deviations or issues were found. All product was found to be manufactured in accordance with approved part specifications. Root cause: because no blockages or obstructions could be observed in the returned devices nor were any issues found within the manufacturing review, the root cause could not be determined. Corrective and preventive action: because no root cause could be determined, no corrective or preventive actions were taken. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow- up report if additional information becomes available.